Event description:
It was reported to tyco healthcare/kendall on 12/12/06, that a customer had a problem with a foley catheter. The customer stated, the water in the balloon could not be taken out. They had used the product for 8 days. The catheter valve was cut and a guidewire was inserted to burst the balloon in order to remove the catheter. The device was not retained by the facility for eval by the MFR.

Manufacturer narrative:
An investigation is currently underway. Once completed, a follow-up report will be filed.